Event description:
(B)(6) has had two incidents in the same case with our products. While attempting to coil an aneurysm through an sl-10 microcatheter (details unknown), two galaxy 6x20 frame coils (640cr0620/15752462) and (640cr0620/15782737) respectively could not be introduced into the hub of the microcatheter. The microcatheter was positioned in the aneurysm. The coils were never introduced into the patient. An adequate continuous flush was maintained through the microcatheter. The sl-10 microcatheter was removed and replaced with a prowler 14. The sl-10 microcatheter was not exchanged over a guidewire. There were no damages noted on the microcatheter after use. The coils were not scrutinized for damage after use. There were no more galaxy 6x20 frame coils available so they used a galaxy 6x20 fill coil. It went without issue and the aneurysm was treated with several subsequent galaxy coils. There were no adverse events associated with this incident. The target vessel was basilar apex aneurysm.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15782737 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was received for analysis, but it has not been completed. Additional information will be submitted within 30 days of receipt. Concomitant medical products and therapy dates: orbit galaxy tight distal loop complex frame coil 6 x 20 (640cr0620/15752462), sl-10 microcatheter (details unknown), prowler 14 microcatheter (details unknown), galaxy 6x20 fill coil (details unknown) and galaxy coils (details unknown).

Manufacturer narrative:
While attempting to coil a basilar apex aneurysm through an sl-10 microcatheter (details unknown), two galaxy 6x20 frame coils (640cr0620/15752462) and (640cr0620/15782737) respectively could not be introduced into the hub of the microcatheter. The microcatheter was positioned in the aneurysm. The coils were never introduced into the patient. An adequate continuous flush was maintained through the microcatheter. The sl-10 microcatheter was removed and replaced with a prowler 14. The sl-10 microcatheter was not exchanged over a guidewire. There were no damages noted on the microcatheter after use. The coils were not scrutinized for damage after use. There were no more galaxy 6x20 frame coils available so they used a galaxy 6x20 fill coil. It went without issue and the aneurysm was treated with several subsequent galaxy coils. There were no adverse events associated with this incident. A non-sterile orbit galaxy tight distal loop complex frame coil 6 x 20 was received coiled inside of plastic bag. The hypotube was inspected and no damages were noted on it. The introducer was received zipped and no damages were noted on it. The support coil, gripper and the embolic coil were found inside of the introducer and no damages were noted on them. The gripper and embolic coil were inspected under microscope and no damages were noted on them. The od from the delivery tube was measured and was found within specification. A lab sample microcatheter was flushed using a lab sample syringe (nipro) and after that the received orbit galaxy was introduced into the microcatheter and it advance smoothly through to the distal tip of the microcatheter. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported inability to insert the returned galaxy into a compatible microcatheter was not confirmed during functional testing. With review of the analysis and the device history records there is no indication of any relationship of the reported event to the manufacturing process or any device anomalies. It is possible that procedural factors and the concomitant microcatheter may have contributed to the event; however, no conclusion can be made without the return of the microcatheter. Therefore no corrective actions will be taken at this time.